Manufacturer narrative:
The impella device was not received from the customer. The cause of the delivery issue was patient condition related because was unable to go direct insertion due to grafts being in the way.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella 5.5 insertion was unsuccessful. The patient¿s vessels were occluded. The case was aborted. There was no harm to the patient.